Event description:
In 2008, the pt underwent an endovascular repair with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the procedure. Five days later, a computed tomography angiography was performed and there were no problems at that time. In early 2009, the pt had an abdominal pain and fever, and underwent a computed tomography angiography, which revealed an abscess outside of the abdominal aortic aneurysm sac. On the next day, the pt was admitted to the hospital for an antibiotic treatment of a possible infection. A week later, the physician performed a surgical debridement in an open surgery. No bacteria were detected from the removed abscess. The pt remained in the intensive care unit and the condition did not improve. On a date unk, the pt developed interstitial pneumonia and was given a steroid treatment. On the following month, the pt expired. The postmortem certificate states the cause of death was interstitial pneumonia. A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Four additional devices implanted.